Event description:
The ventilator is reported to have shut down and rebooted while connected to the patient. No harm to the patient because rn and rt noticed immediately and bagged the patient. The ventilator was taken out of service and sent to biomed.